Event description:
The autopulse platform (sn (B)(4)) was used in an attempt to resuscitate a patient in cardiac arrest. The cause of the cardiac arrest was a pulmonary embolism (pe) that developed one week after the patient had open-heart surgery. The customer reported that the patient was pulseless and apneic, but no cardiac arrest was witnessed, and it was not known how long the patient was in cardiac arrest before receiving bystander manual CPR. It is also unknown who performed the manual CPR and for how long it continued. The customer reported that the autopulse platform stopped compressions after about 20-30 minutes of operation and displayed user advisory (ua) 17 (max motor on-time exceeded during active operation), followed by the prompts: "realign patient" and "pull up lifeband and press restart". The customer cleared the advisory message and re-positioned the patient on the platform. However, the issue persisted, and the platform again prompted the customer to "realign patient". While troubleshooting the platform to resolve the issue, the patient received manual CPR at the same time. The customer continued resuscitating the patient with manual CPR for 20 minutes in the ambulance until arrival at the hospital. Return of spontaneous circulation (rosc) to the patient was not achieved, and the patient was pronounced dead 45 minutes later at the hospital. The customer stated that the patient's outcome was not related to the autopulse system.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2022 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Manufacturer narrative:
The reported complaint that "autopulse platform (sn (B)(6) ) stopped compressions and displayed user advisory (ua) 17 (max motor on-time exceeded during active operation)" was confirmed in both the archive data and during functional testing. The root cause of the ua17 advisory message was the malfunctioning drivetrain motor due to failed component(s). Upon visual inspection, no physical damage was observed on the returned autopulse platform. A review of the platform archive data showed that the autopulse had stopped compressions several times due to user advisory (ua) 17 (max motor on-time exceeded during active operation) during the reported event, confirming the customer's reported complaint. Further review of the archive data also revealed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) that occurred during the reported event, unrelated to the customer's reported complaint. Based on the archive data, the customer cleared the ua07 advisory message. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient is out of position, or the patient is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient movement, and press restart to clear the ua. The autopulse platform passed the initial functional test without any fault or error. However, during further run-in stress testing, the autopulse platform stopped compressions due to ua17 advisory messages, confirming the customer's reported complaint. Troubleshooting the problem revealed that the ua17 was caused when the autopulse did not reach the target compression depth within the required time. The zoll service personnel inspected the drivetrain motor brake gap as a potential root cause for the ua17; however, the brake gap was within the specification. After performing further technical investigation, the service technician concluded that the root cause of the intermittent occurrences of the reported ua17 advisory message was due to failed component(s) of the drivetrain motor. Upon replacement of the drivetrain motor assembly, the autopulse platform was subjected to an additional run-in test using the 95% large resuscitation test fixture (lrtf) with known-good test batteries until fully discharged. The platform passed the test without any fault or error. The ua07 advisory message, which was observed in the archive data, was not replicated during functional testing either. A load cell characterization test was performed and confirmed both cell modules were functioning within specification. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).